Manufacturer narrative:
Upon visual inspection, a hole in the pneumatic hose was discovered which can cause air leak. Additional preventative maintenance was also performed, and various internal components were replaced.

Event description:
Customer stated that there was an air leak in the product. There was no additional info provided by the user facility.